Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. Note: the meter is designed to report readings of 20 mg/dl to 500 mg/dl. It should be noted that this meter does not give numeric value for readings less than 20 mg/dl. A "lo" display message indicates a reading less than 20 mg/dl. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A health professional reported receiving erratic readings on an adc blood glucose meter within 10 minutes. Results of 387 mg/dl, 75 mg/dl and "lo" (a reading less than 20 mg/dl) were plotted on the parkes error grid. The results fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This serves as a correction report. (Date returned to mfg) was incorrectly documented in the previous follow up report. Has been updated.

Event description:
A health professional reported receiving erratic readings on an adc blood glucose meter within 10 minutes. Results of 387 mg/dl, 75 mg/dl and "lo" (a reading less than 20 mg/dl) were plotted on the parkes error grid. The results fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Performed visual inspection on returned meter and no issues were observed. Returned meter powered on with button depression and upon docking. Control solution testing was performed and results were satisfactory. No product deficiency was identified.

Event description:
A health professional reported receiving erratic readings on an adc blood glucose meter within 10 minutes. Results of 387 mg/dl, 75 mg/dl and "lo" (a reading less than 20 mg/dl) were plotted on the parkes error grid. The results fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.